Event description:
It was reported that the 9800 system shuts down with over extended error. No pt injury reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified need for new x-ray tube. X-ray tube replaced and the system was tested. System found to be working as intended and placed back into service.